Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected battery out limit alarms noted. The pump functioned properly. The pump was received with intermittent button response during testing due to corroded keypad traces. The j2 lcd connector was inspected and no anomaly was noted. The pump was also received with minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and scratched case.

Event description:
The customer reported via phone call that the battery compartment broke off and insulin pump was alarming battery out limit. The customer¿s blood glucose level was 121 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.